Event description:
Medics responded to a call of a witnessed cardiac arrest. While attempting to defibrillate the patient the device was charged to 200 joules but displayed a "defib fault 72" message and failed to discharge. Complainant indicated that the patient was then transferred to the hospital and subsequently expired.